Event description:
It was reported that the device had a travel coarse error, check clutch and plunger lever. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log found record of check clutch/ plunger lever error. Occlusion test was performed, which found the problem was a malfunctioning plunger and plunger tube. The plunger and plunger tube were replaced to fix the issue.